Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient was diagnosed with aortic stenosis (as) and aortic valve area (ava) of 0.4 cm2. The patient was symptomatic with severe shortness of breath (sob)/dyspnea on exertion (doe) and decompensated heart failure (hf). Approximately 2 days later, the patient underwent a successful valve-in-valve procedure with a 20 mm sapien 3 ultra resilia valve. Imagery was provided for evaluation. A review of the imagery indicated the 23 mm sapien 3 ultra valve was under-expanded at 20.1 mm at mid valve. The leaflets were observed to be calcified and there was hypoattenuation leaflet thickening (halt) on two of the cusps.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the leaflets were calcified. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that resulted in a valve-in-valve being performed was confirmed based on imagery provided for evaluation. The available information suggests patient factors (hyperlipidemia and diabetes) likely contributed to the event as a patient medical history of hyperlipidemia and insulin dependent diabetes mellitus (iddm) was reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.